Event description:
On (B) (6) 2009, customer reports the injector fell and hit the floor. Stated one of the wheels became locked up and tangled in the cord and the injector fell over. There was no pt in the room and there was no injury to staff.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.